Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. The device was returned and evaluated by olympus. In addition to the findings in b5, evaluation found the bending angle in the up direction did not meet the standard value and the play of the up/down knob was out of standard value due to wear of the angle wire, the up/down knob made an abnormal sound due to damage, the bending section cover adhesive was chipped and cracked, the air/water supply volume did not meet standard value due to clogging of the nozzle, the water removal ability did not meet standard value due to clogging of the nozzle, the flexibility adjustment function did not work due to damage to the flexibility adjustment ring, the image guide protector was damaged, the adhesive around the objective and light guide lenses was peeled, the connecting tube was wrinkled and multiple parts of the scope were scratched. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the evis lucera colonovideoscope had air/water issues. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found the complaint was confirmed and the nozzle was clogged with foreign objects. The report is being submitted due to the foreign object in the nozzle found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 17 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to reprocessing that was not conducted in accordance with the instructions for use (IFU), leading to foreign material adhering inside the air/water nozzle which was not able to be removed completely and led to clogging. It is recommended that the user facility conduct reprocessing in accordance with the IFU. Olympus will continue to monitor field performance for this device.